Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male patient who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced nerve injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on (B)(6) 2011, via medical records. On (B)(6) 2004, impression included paraesthesia, chronic pain syndrome, and headaches. On (B)(6) 2004, the patient reported a three week history of lying down or prolonged sitting causing hands to feel numb. Impression included peripheral neuropathy. The patient had a history of multiple neck injuries and surgeries. On (B)(6) 2010, the patient complained of numbness in hands and feet, coordination problems, and frequent falls. On (B)(6) 2010, copper level was 352 mcg/l (normal 665 to 1480) and zinc level was 234 mcg/dl (normal 60 to 120). On (B)(6) 2010, diagnosis included anemia. The patient complained of numbness in legs and groin, headaches, and significant symptoms of neuropathy and fatigue. Copper and zinc levels were checked. Copper was decreased. Copper supplementation was recommended. Impression included elevated zinc levels thought to be secondary to his dentures. The patient was advised not to use the 'dentures" with zinc anymore. On (B)(6) 2010, copper level was 1167 mcg/l (normal 665 to 1480) and zinc level was 122 mcg/dl (normal 60 to 120). The patient had a neurology consult for numbness of hands and lower extremities and migraines. The patient reported balance problems that became progressively worse and "came to a head" in (B)(6) 2009. He was found to have hemoglobin of six and had b12 deficiency. He was treated with a transfusion and b12 repletion. The patient felt better, but continued to have balance difficulty and altered sensation in all four limbs. He started using a cane in (B)(6) 2010. Impression included cervical spine myelopathy, deteriorated; subacute combined degenerative spinal cord disease, deteriorated; polyneuropathy, deteriorated; pernicious anemia, deteriorated; and b12 deficiency anemia, deteriorated. There was asymmetric weakness in the upper and lower limbs, combined with diffuse hyperreflexia, suggestive of a cord hemisection syndrome. There was also distally reduced sensation consistent with polyneuropathy. On (B)(6) 2010, a computed tomography (CT) scan of the cervical spine showed no significant spinal stenosis. On (B)(6) 2010, electromyogram (emg) and nerve conduction studies (ncv) were consistent with moderate to severe axonal sensorimotor polyneuropathy. On (B)(6) 2010, the patient showed improvement with previous diagnoses. The patient brought in articles about zinc toxicity. The symptoms he described fit with the syndrome and emg/ncv studies of the lower limbs confirmed the presence of axonal sensorimotor polyneuropathy, affecting motor greater than sensory nerves. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00002. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).